Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced diminished/loss of therapy due to autoreducing on all programs. Programmer displayed the error message "generator can't deliver desired strength." It was noted that patient has not had any recent falls but had been lifting heavy luggage off and on for the past month. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A patient experienced diminished/loss of therapy due to autoreducing was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that the lead had high impedances on all 16 contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post op.